Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3 and commander ds IFU was reviewed. Structural valve deterioration, paravalvular or transvalvular leak, and valve regurgitation are known potential adverse events. Noted under potential adverse events, 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', 'paravalvular or transvalvular leak', and 'valve regurgitation'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on provided medical records. A review of the DHR, complaint history, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '3 years, 10 months post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve required intervention and a sapien 3 ultra resilia valve in valve was performed. The reason for viv was regurgitation and pvl', and 'there is a prolapse/ flail of bioprosthetic valve leaflet with severe eccentric anteriorly directed ar. There was severe valvular ar'. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). Review of medical record confirmed that patient had a history of diabetes and hyperlipidemia, which are known to increase the risk of bioprosthetic tissue calcification. Calcified leaflets can in turn impact the thv function by interfering with proper coaptation (e.g., due to thickening), resulting in central regurgitation. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the complaint event. Leaflet motion restriction develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration such as calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. It's possible that the pre-existing comorbidities (diabetes, hyperlipidemia) caused the bioprosthetic tissue calcification with thickened leaflets, resulting leaflet motion restricted as reported. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, 3 years, 10 months post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve required intervention and a sapien 3 ultra resilia valve in valve was performed. The reason for viv was regurgitation and pvl. The patient developed shortness of breath and admitted to the ER. Diagnosis was ai/ pvl. Review of medical records received, showed that there was mild/moderate pvl. There was a prolapse/ flail of bioprosthetic valve leaflet with severe eccentric anteriorly directed ar as well as severe valvular ar.